Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override mode and user was not able to login. The customer stated that the malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the customer was unable to log in to carefusion and observed that the station was in critical override (c.o.). A technical support specialist was unable to connect to the database during initial checks. The user mentioned that the hospital was experiencing a scheduled downtime until 4 am. The user was informed that disconnecting from the domain would impact the patient encounter system (pes) system, as all instances, web services, and applications relied on the database's domain. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override mode and user was not able to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.